Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and a high out of range pace impedance measurement. The physician had discovered this issue earlier and programmed accordingly. The patient was not dependent so the physician elected to wait until the device was at elective replacement indicator (eri) and address the lead issue at the device replacement. The lead was surgically abandoned at the replacement procedure. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.